Event description:
No output signal. The pacemaker was explanted. According to the documentation there was no hazard to the pt.

Manufacturer narrative:
The pacemaker was not interrogatable after 10 days of implantation following system revision where hf surgery had been performed. Analysis confirmed that the pacemaker is fully functional. It is possible that a misconnection of the lead connector to the pacemaker header is a cause of the behavior.